Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports that one month following implantation a revision surgery was performed due to crp elevation, fever, and re-rupture. No relevant supporting clinical information has been provided to assist with a clinical investigation. It was communicated that the patient had ¿elevated of eosinophil and crp, pathological results showed findings of purulent inflammation from the synovium around the anchor, and culture results detected p. Acnes from around the anchors,¿ however the results were not provided for review. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after surgery ((B)(6) 2021) with two healicoil regenesorb anchors, postoperative crp elevation, fever, and re-rupture were observed. A revision surgery was performed on (B)(6) and when inspecting the tissue around the anchors, it was noticed to have caved in like crater and the surrounding bone was brittle. The remaining suture of same devices were sutured to the bone. Both anchors were removed from the patient. This revision had a non-significant delay. The patient's current status is unknown.